Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact recorded. Technical support confirmed a series of cartridge alarms and decided to replace the pump as a corrective action. The customer will continue using the current pump until the replacement arrives, and they were informed about the steps to take upon receiving the new pump. Additionally, the customer acknowledged instructions for returning the problematic pump.